Manufacturer narrative:
No button error alarm during testing. However unit had intermittent button response due to moisture damage keypad traces. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer states that insulin pump may have been impacted. Customer's blood glucose was 150 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.